Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Three clips were implanted, reducing tr to a grade of 1. Two days later, echocardiography showed that one of the implanted xtw clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 1. On (B)(6) 2024, an additional triclip was performed, and one clip was implanted, reducing tr to a grade of 1.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported slda per the physician was due to patient conditions. Additionally, the reported tricuspid valve insufficiency/regurgitation appears to be due to slda. Tachycardia was due to the movement of the slda clip. Tricuspid regurgitation and tachycardia are known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.